Event description:
The patient expired. The patient had endstage bony metastatic uterine cancer. She was last seen in the clinic in 2008. The cause of death was unrelated to the implanted system. The pump was used to deliver morphine sulfate, bupivacaine, clonidine, and compounded baclofen.